Event description:
It was reported that there was low ventricular impedance, and a low sensing value. The lead was removed from service, and a new lead was implanted. No patient complications have been reported as a result of this event.